Event description:
It was reported that the customer had high blood glucose levels of 518 mg/dl. The customer reported that she was not able to calibrate the sensor of the insulin pump. The customer was advised that the sensor cannot be calibrated if the blood glucose levels are above 400 mg/dl. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).